Event description:
Patient experienced throbbing pain and burning sensation at the implant placement site.

Event description:
Patient experienced throbbing pain and burning sensation at the implant placement site.